Manufacturer narrative:
Delayed inflammatory reactions that may manifest as nodules, swelling and induration weeks to months after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. In this cas a biofilm is suspected by the medical expert. Biofilms that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. Common skin colonizing bacteria adhere to the gel and surround themselves with secreted polymers. This process gives rise to a permanent low-grade chronic infection, and it may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a lack of asepsis during injection and/or posttreatment care. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teosyal products. Of note, in this case, the patient has an auto immune disease (psoriasis). Teosyal rha 4 is contraindicated in the case of patients with autoimmune diseases as mentioned in the instructions for use of teosyal products.

Event description:
This event occured outside the USA, in spain. On (B)(6) 2024, the spanish subsidiary notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2023 with 1.2ml of teosyal rha 4 in the nasolabial folds in order to treat a gummy smile. Approximately a month and a half later, on (B)(6) 2024, the patient presented with a hard swelling, inflammation and tumefactions (reported as possible granuloma) at the subcutaneous level of bilateral nasolabial folds. On (B)(6) 2024, the patient received as treatment steroids anti-inflammatory (prednisone 2x30 mg), antibiotics (augmentin 500/125) and a gastric protector (omeprazole) for 10 days. On (B)(6) 2024, the injector reviewed the patient and the inflammation had gone down a lot but her left side was still quite swollen. She injected her hyaluronidase (750 units in total) administered with a cannula throughout the filler placement and then with a needle in the areas that she could not enter with the cannula because of the fibrosis. The injector prescribed varidase (streptokinase) and a review was planned. Additionally, a medical assistance was provided. The local medical expert contacted assesed a possible biofilm and recommended to prescribe : antibiotics (moxifloxacin 500mg/12 hours + clarithromycin 400mg/12 hours for 21 days) steroids anti-inflammatory (deflazacort 0.5mg/kg weight/day (5 days) - 1mg/kg/day (11 days) - 0.5mg/kg weight/day (5 days)) gastric protector (omeprazole or pantoprazole) probiotics (30 days), 20-30 billion cfu/day. He also recommended to check on the 5th day and to inject hyaluronidase (previous allergy test) into nodules (between 30-120 iu per nodule, depending on size). On 21-feb-2024 we were informed that: following the local medical expert recommendations, the injector reviewed the patient few days ago and she was better. She still had induration in the area of both grooves and piriformis fossa. The injector prescribed again antibiotics (moxifloxacin and clarithromycin) and corticosteroids anti-inflammatory (prednisone, tapering regimen). On (B)(6) 2024, the patient was reviewed again and the inflammation resolved. She had one week left on antibiotics and a review by phone was planned to see if she was still recovering well. The complaint was considered closed.